Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of the devices revealed that the controller and ac adapter met specifications. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with difficulty to connect are may be attributed to a stiff o-ring in the controller ac adapter's connector and result in the connector not securely locking into place. A possible root cause of the difficulty to connect the ac adapter to the controller is a stiff o-ring in the cac adapter that would require extra force to secure the connection. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported by the nurse that the ac adapter would not stay connected to the controller. Upon inspection, nothing will stay connected to port 1. The ac adapter looks like it might have a bent pin, but I can't see any damage on the controller. Controller was exchanged and issue resolved. There were no effects on the patient. The controller was returned.